Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the origin of the foreign material that remained in the nozzle was not confirmed. However, the likely cause of the reported event is due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use: IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection . IFU states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle has foreign objects and a whitish foreign material was found inside the jet tube. There were no reports of patient involvement.